Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they have a bravo study with gaps in tracings. Per tech, asked the customer if the device stayed near the patient the entire time and the confirmed the device was near the patient the entire time. Logged into their pc and saw the missing tracings. No patient harm reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.